Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s))/ migration of implant/migration of essure device location of device: grown into muscle") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included leukorrhea, bacterial vaginosis, bankart lesion and dysthymia. Previously administered products included for an unreported indication: condom. Concurrent conditions included depression, vaginitis, wrist injury, cellulitis, ingrown toe nail, precancerous skin lesion, viral pharyngitis and body mass index normal. Concomitant products included bupropion hydrochloride (wellbutrin xl), estradiol (estrace), omeprazole, para-seltzer (excedrin), propranolol hydrochloride (inderal la), salicylic acid, solpadeine (tylenol 1) and sumatriptan (imitrex). In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), abdominal distension ("bloating/gastrointestinal or digestive system condition type: bloating"), depression ("depression"), pelvic pain ("pain"), headache ("headaches"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss/ weight gain / loss (specify which one)") and muscle spasms ("I had bad cramps"). The patient was treated with surgery (to remove the essure implant, tubal ligation and removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, migraine, abdominal distension, depression, pelvic pain, headache, vaginal discharge, weight decreased and muscle spasms outcome was unknown. The reporter considered abdominal distension, depression, fallopian tube perforation, genital haemorrhage, headache, migraine, muscle spasms, pelvic pain, vaginal discharge and weight decreased to be related to essure. The reporter commented: plaintiff had used birth control pills. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Gyn ultrasound. Renal cyst hx- urinalysis. Hcg qualitative urine test: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, vaginal discharge. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record received, reporters added, patient demographic added, events: headaches, depression, vaginal discharge, weight loss, cramps, bleeding, did not undergo essure conformation test. Concomitant and historical conditions added, concomitant drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs/perforation (fallopian tube(s))/ migration of implant/migration of essure device location of device: grown into muscle') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included leukorrhea, bacterial vaginosis, skin lesion and dysthymia. Previously administered products included for an unreported indication: condom. Concurrent conditions included depression, vaginitis, wrist injury, cellulitis, ingrown toe nail, precancerous skin lesion, viral pharyngitis and body mass index normal. Concomitant products included bupropion hydrochloride (wellbutrin xl), estradiol (estrace), omeprazole, para-seltzer (excedrin), paracetamol (tylenol), propranolol hydrochloride (inderal la), salicylic acid and sumatriptan (imitrex). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), abdominal distension ("bloating/gastrointestinal or digestive system condition type: bloating"), depression ("depression"), pelvic pain ("pain"), headache ("headaches"), vaginal discharge ("vaginal discharge") and muscle spasms ("I had bad cramps") and was found to have weight decreased ("weight loss/ weight gain / loss (specify which one)") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant, tubal ligation and removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, migraine, abdominal distension, depression, pelvic pain, headache, vaginal discharge, weight decreased, muscle spasms and weight increased outcome was unknown. The reporter considered abdominal distension, depression, fallopian tube perforation, genital haemorrhage, headache, migraine, muscle spasms, pelvic pain, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff had used birth control pills. Plaintiffs received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Gyn ultrasound. Renal cyst hx- urinalysis. Hcg qualitative urine test: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, vaginal discharge. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet was received. Event added from pfs- weight gain. Essure insertion date were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), abdominal distension ("bloating"), depression ("depression") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, migraine, abdominal distension, depression and pelvic pain outcome was unknown. The reporter considered abdominal distension, depression, device dislocation, migraine, pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.